Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was inoperable. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) the ventilator passed all tests and operated within manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.